Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported angina and thrombosis are listed in the instructions for use as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.

Event description:
It was reported that about 1 1/2 to 2 hours post-procedure of a xience v implant of the moderately tortuous mid left anterior descending (lad) artery, stent thrombosis occurred. It was noted that the patient complained of chest pain and the angiogram revealed clot in the stented area. A non-abbott aspiration device was used and a non-abbott extraction device was used to remove the thrombosis. A 4.0 x 15 mm xience stent was placed in the proximal area of the vessel between a previous non-abbott proximal, proximal lad stent and the mid lad stent. The patient was reported as doing fine post procedure. Though requested, no additional information was provided.